Manufacturer narrative:
We are continuing to attempt to get further info and the sample. If it becomes available a follow-up report will be sent.

Event description:
The report stated that near the end of a radio frequency liver ablation procedure, a crackling sound was heard. It was confirmed that the rf needle electrode was bent inside the pt cavity. It was carefully removed. The needle then broke outside of the pt cavity. Another needle electrode was then used to complete the procedure. There is a possibility that the pt's muscle near the needle insertion point was burned.